Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. The breach was further specified as touch contamination. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route, frequency not reported) for the event. The patient was recovered from the peritonitis event. Action taken with dianeal therapy was not reported at the time of this report. It was unknown if the patient was retrained on proper aseptic technique. No additional information is available.